Manufacturer narrative:
We asked the consumer to return the product for further investigation but didn't get it back. We were not able to validate the complaint. We reached out to the manufacturer and asked to retest the retained samples. Manufacturer retested the samples and found within specifications.

Event description:
Bristles are falling out from toothbrush